Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV

Event description:
Physician reported right side textured, capsular contracture baker grade IV, and completely ruptured. Device has been explanted

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reported right side textured, capsular contracture baker grade IV, and completely ruptured. Device has been explanted.